Event description:
It was reported that the user experienced multiple insulin delivery occlusion alerts with a reported blood glucose of 401 mg/dl that resolved only after a complete supply change using components from different boxes, with suspicion of blood in the line for one event. The issue was characterized as an obstruction of flow associated with the connector/coupler of the infusion set. Investigation of this case revealed a deformation problem consistent with an obstruction of flow at the connector/coupler. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.